Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify failed battery test alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a failed battery alarm. The customer¿s blood glucose level was 6.2 mmol/l. The customer reported that the insulin pump also had low battery, insert battery and failed battery alerts. The customer also mentioned that the compartment and the spring was corroded. The insulin pump will be returned for analysis.